Event description:
The customer reported that the screen goes blank and presents an error code of 10021.

Manufacturer narrative:
(B)(4). This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.